Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicates that the rv lead was explanted and replaced. The device continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information concerning this event is being requested from the field.

Event description:
Boston scientific received information that this device and a competitor right ventricular (rv) lead exhibited multiple high out of range pacing impedance measurement of greater than 3000 ohms. The patient was seen back in the clinic and all rv parameters have returned back into range however some oversensing of noise was observed. A revision procedure is being planned but has not occurred at this time. The device remains in service and there were no adverse patient effects reported.